Event description:
Nurse was planning to transport a patient that had recently had cp to the stress lab on a portable monitor. Patient was placed on monitor but no ECG tracing appeared. After troubleshooting the settings, same cable was plugged into different portable monitor. On both screens, the message "ECG fault" was displayed. Patient was switched to alternative ECG cable and issue was resolved. Biomed workorder placed to repair/address.